Event description:
It was reported that an increased rate of osteolysis is being observed with natural-knee components. All cases are being cemented and are being used without screws; however, within approximately 3 years, massive osteolysis is being noted. This has happened an unknown number of times.

Manufacturer narrative:
This report will be amended when our investigation is complete.